Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal aortic extension and a gore (non-endologix) iliac limb to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was noted that the patient was lost to follow up due to a cerebral infarction (unrelated to the aaa). Approximately four and a half (4.5) years post initial procedure the patient was being transported to the hospital (the exact date is unknown) complaining of stomachache. A computed tomography (CT) was done and showed aaa rupture. There was also a type 1b endoleak from the right common iliac artery (cia) or a suspected type 3b endoleak from the afx2 bifurcated stent graft. The physician elected to reline the original implanted devices with another afx2 bifurcated stent graft and an iliac extension on the right side (exact date is unknown). A type 2 endoleak (non-device related) was confirmed after this intervention. No other endoleaks were observed. The patient was transferred to a rehabilitation hospital.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The patient was reported to have been transferred to a rehabilitation center. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.